Manufacturer narrative:
No button error alarm noted. Failure analysis found intermittent up arrow button due to corroded keypad trace. No moisture damage noted on electronic assembly or motor assembly. The insulin pump had missing end cap sticker, cracked reservoir tube, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm and the insulin pump was frozen. The customer's blood glucose was 130 mg/dl. The customer reported the insulin pump was exposed to high humidity and may have been exposed to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.